Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced a break in aseptic technique, further described as the patient made a mistake/did not wear a mask. On (B)(6) 2012, the patient was hospitalized for peritonitis. Remedial treatment included reflin (1gm, once a day, ip) and gentamycin (30mg, once a day, ip). The outcome of the peritonitis was not known.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.